Event description:
It was reported that a patient underwent an episiotomy repair procedure on (B)(6) 2011 and suture was used. During the procedure, when the surgeon was suturing skin, the needle broke. The patient underwent x-ray and the needle fragment was found in the patient. The patient was returned to the operating room the same day and the surgeon removed the needle fragment. Currently, the patient is fine.

Manufacturer narrative:
(B)(4). Result: representative samples of the product were returned for evaluation. The needles were inspected and tested for stiffness and ductility and met requirements. There were no signs of manufacturing or material defects found. Conclusion: no device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.